Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the distal tip of the outback re-entry catheter broke off inside the catheter sheath introducer (csi). There was no report of injury to the patient. Additional information received indicated that the tip had separated in the in the non-cordis sheath and had never entered the patient¿s artery. The separation occurred while going over the iliac bifurcation. A guidewire was used to retrieve the separated tip back into the hub of the sheath. Films are not available. The target vessel was the right superficial femoral artery (rsfa). The approach for the procedure was contralateral. A guidewire was not used to insert the outback catheter. An approved guidewire was used for the procedure. Placement or manipulation of any of the ancillary devices (sheath, gw, gc) was not problematic during the procedure. There was no reported difficulty advancing the outback over the guidewire or over the iliac bifurcation. No additional information is available.

Manufacturer narrative:
Additional information received: a voluntary medwatch # 4100120000-2014-8004 was received. Angiogram of right leg artery performed. The outback catheter was used for re-entry. During insertion, the tip broke off inside the non-cordis sheath. The sheath was cut in half removing the broken tip. A new sheath was inserted. No harm to the patient. The original intended procedure was an aortogram/percutaneous coronary intervention (pc!). Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that the distal tip of the outback re-entry catheter broke off inside the catheter sheath introducer (csi). There was no report of injury to the patient. Additional information received indicated that the tip had separated in the in the non-cordis sheath and had never entered the patient¿s artery. The separation occurred while going over the iliac bifurcation. A guidewire was used to retrieve the separated tip back into the hub of the sheath. A new sheath was used to continue the procedure. Films are not available for review. The original intended procedure was an aortagram/percutaneous coronary intervention (pci). The target vessel was the right superficial femoral artery (rsfa). The approach for the procedure was contralateral. An approved guidewire was used for the procedure. Placement or manipulation of any of the ancillary devices (sheath, gw, gc) was not problematic during the procedure. There was no reported difficulty advancing the outback over the guidewire or over the iliac bifurcation. It was reported that the sheath was cut in half to remove the broken tip. The product is not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback ltd may affect its performance. Withdraw the outback ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. Based on the limited information available for review, it is not possible to determine a relationship between the event and the separation reported. The patient¿s anatomy and procedural factors are most likely contributing factors to the difficulty going over the iliac bifurcation resulting in the separation of the distal tip. Based on the device history record review and product analysis, there is no indication that the event is related to the device manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.